Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages when attempting to change the cartridge. Reportedly, the cartridges were filled with 200 units of insulin. The customer was able to load a new cartridge successfully. There was no impact to the customer's blood glucose level.